Event description:
The account stated that a nurse alleged the intellidrive ran in reverse when it was expected to move forward.

Manufacturer narrative:
The tech stated that several members of the transport team stated there was a versacare bed within the facility that would move backward when forward drive was intended. The staff believed that this was the bed in that issue. The tech found the bed operating properly after testing it extensively. He could not duplicate the alleged malfunction.